Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on display window cover and battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 158 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case (battery tube), cracks on display window screen and scratched case. Cosmetic damage was confirmed on the battery (cracked) during analysis. No damage to the display window cover noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.